Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was flipping in the pocket. In turn, surgery occurred on (B)(6) 2019 to reposition the ipg and tighten the pocket, which resolved the issue.